Event description:
It was reported there was a perforation with the atrial lead, resulting in pericardial effusion. The active fixation lead was replaced with a tined lead, and the patient is reported to be doing well. No further complications have been reported as a result of this event.